Event description:
It was reported that after the implant procedure, the patient blood pressure dropped after the defibrillation threshold test. A cardiac echocardiogram was performed and showed fluid in the pericardium. The patient was taken into surgery and the fluid was drained. The device and leads are still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.